Event description:
The reporter, the patient¿s health care provider, contacted animas on (B)(6) 2013 reporting that the patient experienced blood glucose levels above 600 mg/dl with no symptoms reported. No further information was able to be provided at the time of the call. Animas attempted to follow up regarding the issue. This report is made based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.